Event description:
It was reported that the nurse started an IV on a patient and the jelco catheter malfunctioned. She did pull back on the catheter to retract the needle, but when she disconnected the needle/protecter from the hub, the needle was still sitting inside the catheter/hub. She had to grab the needle and remove it from her fingers. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. No product was returned, and a photo of the device was used for analysis displaying a locked out, used viavalve needle guard assembly with blister top stock and without catheter assembly and sheath component. The photo displayed evidence of cannula needle detached from the needle housing, consistent with the reported complaint. A root cause was not identified but is highly probable insufficient adhesive dispensed during manufacturing. Given the photo was not a magnified view of the point of cannula/housing separation, the exact root cause could not be defined with confidence. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.